Event description:
It was reported that the implantable loop recorder was intermittently undersensing the r wave causing false asystole detection and intermittently oversensing the t wave causing false af detection. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing: the lifetime asystole episode counter was 1112, the lifetime brady episode counter was 49, and the lifetime atrial fibrillation episode counter was 372.